Event description:
On (B)(6) 2014, a us distributor notified zoll that a (B)(4) year old male pt had a rash under the front therapy electrode pad that had begun to bleed. The pt was using a steroid cream on the rash. A follow-up with the pt on (B)(6) 2014 indicated that the pt was prescribed a cortisone and a steroid cream but the irritation had not yet healed. There is no further information regarding the pt's skin condition.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.